Event description:
It was reported that a user¿s ilet pump became nonfunctional due to battery depletion after the user forgot the manufacturer charger while traveling and an off-brand charger intermittently charged for only a few seconds before stopping, resulting in loss of therapy and inability to power the device. Symptoms included no insulin delivery due to loss of power. Outcomes included interruption of therapy without injury or hospitalization. Investigation included troubleshooting and user education, including advising outlet changes, exchanging the third-party charger, and resuming use of the beta bionics charging pad upon return. Investigation of this case revealed that the issue was consistent with very low battery and use of a non-approved charging accessory that failed to maintain charging. It was concluded that the device likely functioned as designed and that the event was attributable to battery depletion and incompatible third-party charging equipment.